Event description:
Information received from the (B)(6) clinical study.treatment of a left unruptured ica (internal carotid artery) supraclinoid segment aneurysm measuring 20.17mm x 5.0mm. It was reported that the patient underwent pipeline embolization treatment involving two telescoping pipelines. The first pipeline was implanted successfully with strong resistance and the second pipeline required balloon angioplasty to achieve full wall apposition.it was reported that the patient had headaches and was prescribed loxoprofen sodium hydrate.same event as MDR# 2029214-2013-00196.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).